Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter, product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
Additional information indicated that the patient experienced opioid withdrawal symptoms associated with the pump reaching end of life. The end of battery life was considered normal. Following replacement of the pump, the patient was doing well and receiving effective therapy.

Event description:
End of service (eos) was reported and confirmed upon interrogation. Eos occurred on (B)(6) 2014. The eos condition was missed by the patient¿s healthcare provider (hcp). The pump was being replaced on the date of the report. It was unknown if the patient was symptomatic. The patient was an inpatient in the hospital at the time of the report, but they did not know why. The patient¿s last refill occurred on (B)(6) 2014. The medication infused was hydromorphone.